Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch plunger lever error. No patient injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe infusion pump was returned for investigation. Visual inspection revealed the device to be in poor condition; the top case was chipped and cracked and the left plunger case was damaged. A review of the device event history log found that a check clutch/plunger lever error had occurred. During functional flow testing, the check clutch/plunger lever error was able to be duplicated. Upon further examination of the device it was observed that the carriage nylon nut was loose and the leadscrew nut was outside of factory specification. It was determined that the root cause of the check clutch/plunger lever error was due to the loose carriage nylon nut and leadscrew nut. Investigation determined the root cause of the loosing of the carriage nylon nut and leadscrew nut was normal wear of the device. The carriage nylon nut and leadscrew nut were tightened to factory specification. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.